Manufacturer narrative:
The device has been received for evaluation; however, device evaluation is not yet complete. A supplemental report will be filed upon completion of the evaluation.

Event description:
It was reported that a cartridge alarm occurred (alarm 30). In addition, it was reported that an empty cartridge alarm occurred. Reportedly, the cartridge had been recently loaded and contained insulin. There was no adverse impact to the customer¿s blood glucose. Reportedly the customer continued to use the pump for insulin therapy.